Manufacturer narrative:
Product event summary: the balloon catheter 2af284, with lot 85323, and the data files were returned and analyzed. The data files indicated fourteen applications were performed with non-returned balloon catheter 2af284, with lot 85291 without any issues. The files also indicated ten applications were performed with non-returned balloon catheter 2af284, with lot 88291 and an unrelated 50012 system notice, indicating that the refrigerant delivery path was obstructed, was received. Additionally, the files indicated 50005 system notice, indicating that the safety system detected fluid in the catheter and stopped the injection, and an unrelated 50024 system notice, indicating that there was a problem with the refrigerant port, were also received. Visual inspection of the balloon catheter 2af284, with lot 85323, showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was never used for injection. A 50005 system notice, indicating that the safety system detected fluid in the catheter and stopped the injection, occurred when the balloon catheter was connected to the console. Dissection and pressure testing of the catheter showed a guide wire lumen breach and kink 1.46 inches from the tip of the catheter. In conclusion, the balloon catheter 2af284 with lot 85323 failed the returned product inspection due to guide wire lumen breach and guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of spec per the manufacturer¿s investigation.